Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the (B)(4) study that the patient presented to the emergency room after receiving inappropriate shocks due to t-wave oversensing. Lead settings were reprogrammed and the lead is still in use. No further patient complications have been reported as a result of this event.